Manufacturer narrative:
Findings: failed vibrate check on self-test due to broken red wire on vibrator motor. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose at time of incident was 163 mg/dl. The customer stated the pump did not vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.